Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the hospital after feeling dizzy. Upon interrogation, a loss of capture and a diagnostics issue on the device was noted potentially due to programming. The device was reprogrammed, and the patient was stable with no adverse consequences.